Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 1 of 2 reports of medical intervention that occurred two separate times but with similar details. Please see related records (B)(4).

Event description:
It was reported that a dexcom app crash occurred. This is 1 of 2 reports of medical intervention that occurred two separate times but with similar details. An anonymous report was submitted to the app store indicating that the patient experienced diabetic ketoacidosis (dka) and required hospitalization. Separately, the patient reported an episode of hypoglycemia. The patient also expressed intent to pursue legal action. Due diligence was not attempted as the reporter's details were not able to be identified. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.